Event description:
An issue of physical damage with the freestyle libre 2 sensor was reported. A customer reported a ¿filament was out of sensor¿ therefore, was unable to use the sensor to monitor blood glucose. The customer experienced unspecified symptoms of hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who administered IV fluids and an unspecified shot for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and the sensor plug was seated properly and no physical damage was observed on the sensor patch however, the patch lid was completely peeled off. The applicator was visually inspected and no damage was observed and it fired with the sharp retained inside as expected. No failure mode observed. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.